Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pre implant testing showed that this device was not able to be interrogated, a new device was used and interrogated with the same programmer. This device was not implanted or used and will not be returned. No adverse patient effects were reported.